Event description:
The patient is a (B)(6) male admitted to the medical center on (B)(6) 2011 for mitral regurgitation. The patient underwent a radical reconstruction of his mitral valve and placement of a simplicity annuloplasty band. At 1200 hours on (B)(6) 2011, the anesthesiologist reported that the balloon on the swan line ruptured sometime during the case and was missing from the line. The patient was told that the balloon ruptured and part could have been left inside, but it is unlikely as there were no signs of it. It is a rare event that could cause problems with lung perfusion but there was no evidence of any problems. The patient was discharged on (B)(6) 2011 in stable condition. There was no apparent injury as a result of the balloon rupture. The catheter was thrown out following the surgery.